Manufacturer narrative:
One smiths medical portex® cuffed blue line ultra® suctionaid tracheostomy (trach) tube was returned for analysis in used condition. The trach was visually inspected under normal conditions noting that the inflation line was detached from the flange. Relevant documents were reviewed and deemed adequate. A review of the manufacturing process and operations was conducted. Thirty two units were visually inspected and process leak test was conducted with no discrepancies found. In order to reproduce the failure mode, the following scenarios were performed: an inflation line was cut with a single side razor blade; indicating that the cut marks are different that the ones in the sample returned. It was observed that the cut is not straight; samples could have been stretched in both instances since it can be seen that they have similar marks on the detach inflation line. Based in the evidence collected with the recreation of the failure mode, it can be concluded that the inflation line was stretch until it broke since 100% leak test is performed, there is no possibility sample can be tested if the line is cut or detached. No root cause was identified since there is no evidence of a manufacturing error, since product is 100% leak tested, there is no possibility to test the material if line is cut or detached.

Event description:
Information was received indicating that the pilot balloon, to a smiths medical portex® cuffed blue line ultra® suctionaid tracheostomy (trach) tube, tore off from the base when the patient moved. There was reported medical treatment with no reported adverse effects.